Event description:
It was reported, that the patient presented for implant procedure. During surgery, it was discovered, the lead repeatedly dislodged. It was further discovered, the lead helix was not rotating properly. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece. Visual inspection of the lead found the helix was bent/stretched consistent with procedural damage and was clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Helix mechanism test could not be performed due to as received stretched/bent helix. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being stretched/bent/clogged with blood/tissue and over torque of the inner coil. During electrical testing the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.